Event description:
During a code, the lifepak was charged, but did not release a shock. The machine then shut down. The machine had to be plugged in, it then worked fine and delivered a shock. After the code, a self test was performed and it passed. Biomed repair form completed. Biomed did check the log with the help of medtronic and no error codes were found. Most recent pm was done one month ago. Patient survived the code and is still a patient at our facility. The manufacturer came and retrieved further logs on the device and it appears that once it was charged to shock the patient the off button was hit.